Manufacturer narrative:
The user was unable to find signal higher than "very low" and the amount of "no sensor detected" alerts had increased. The user was referred to their hcp to discuss next steps, such as removal and replacement of the sensor.the user was referred to his hcp to discuss next steps for removal and replacement of sensor.

Event description:
On (B)(6) 2024,senseonics was made aware of an incident where user has to go back to the hcp for an additional procedure because of placement issues, the user was unable to find signal higher than very low and the amount of no sensor detected alerts had increased.the user was referred to their hcp to discuss next steps,such as removal and replacement of the sensor.